Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A direct relationship between the device and the reported event could not be conclusively determined through this evaluation. The reported pump stops and hazard alarms were confirmed through the review of the log files that were submitted by the account. Based on past experience with the heartmate ii lvad and similar reported events, the low speed events and pump stoppages that occurred while the patient was supported by the power module could be indicative of driveline damage. The heartmate lvad instructions for us (IFU) addresses all system controller alarms (including low flow hazard and pump off alarms) and how to respond to such events. Both the hmii lvad IFU and patient handbook explain that all hm ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both documents. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 6 years and 4 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that manufacturer¿s technical services representative reviewed the submitted log file and during the analysis of the log, a pump stop was captured on (B)(6)(B)(6) 2018. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. The patient was asymptomatic during alarms and there was no trauma to driveline; however, there are 5 tears in the driveline that have been covered with rescue tape. X-ray revealed a possible area for concern. The patient will be provided a no ground patient cable and discharged home. No additional information provided.